Event description:
It was reported that a personal injury lawyer is assessing this case, and may take legal action. It was further reported that a piece of patient's hip implant had broken off and was causing metal issues.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.